Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no: b09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not perform". The patient's medical history included human papilloma virus infection, umbilical hernia repair, cesarean section, cesarean section, multigravida and weight gain. Final diagnosis: uterus, cervix, bilateral fallopian tubes: specimen weight = 120 grams. Final diagnosis: benign ectocervix and endocervix, negative for hpv changes or dysplasia. Inactive endometrium adenomatoid tumor of myometrium with positive immune peroxidase staining for calretinin. Benign bilateral fallopian tubes, each containing coiled wire consistent with essure device. Comments: each essure coil appears grossly intact. Microscopic examination of the left comu where the essure coil is visible by gross extemal exam: reveals no evidence for longstandln9 perforation· indicating that the defect is most likely artefactual. Concurrent conditions included dyspareunia, abdominal pain lower, back pain, bloating, constipation, diarrhea, dysmenorrhea, menorrhagia, dysplasia, pollen allergy, allergy to molds, abdominal pain, vaginal odor, hair loss, blurry vision, insomnia, amenorrhea, overweight and anemia. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin), ibuprofen (motrin) and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)", dyspareunia ("dyspareunia (painful sexual intercourse)", rash ("rashes on my feet"), dry skin ("very dry skin everywhere else"), migraine ("migraines"), alopecia ("hair loss"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("pain in abdomen"), abdominal pain lower ("lower right quadrant pain") and multiple allergies ("allergies"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), iron and surgery (total robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, dry skin, headache, vaginal discharge and fatigue outcome was unknown, the abdominal pain and rash had resolved and the multiple allergies, migraine, alopecia and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, multiple allergies, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. The reporter commented: she had need for an additional surgery. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2015: no definite abnormalities. The 12mm unenhanced endometrial echo has a more homogeneous and hyperechoic secretory appearance than accepted for the phase of menstrual cycle in which we image. Differential possibilities would favor nonpathologic normal variants.; on (B)(6) 2016: the endometrium is within normal limits for the proliferative phase of menstrual cycle. Robable left lateral subserosal fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not perform." The patient's past medical history included human papilloma virus infection, umbilical hernia repair, cesarean section, cesarean section and vaginal delivery. Concurrent conditions included dyspareunia, abdominal pain lower, back pain, bloating, constipation, diarrhea, dysmenorrhea, menorrhagia, dysplasia, pollen allergy and allergy to molds. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were in place final diagnosis: uterus, cervix, bilateral fallopian tubes: specimen weight = 120 grams final diagnosis: benign ectocervix and endocervix, negative for hpv changes or dysplasia. Inactive endometrium adenomatoid tumor of myometrium with positive immune peroxidase staining for calretinin. Benign bilateral fallopian tubes, each containing coiled wire consistent with essure device. Comments: each essure coil appears grossly intact. Microscopic examination of the left comu where the essure coil is visible by gross extemal exam reveals no evidence for longstandln9 perforation· indicating that the defect is most likely artefactual. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Event device monitoring procedure not performed is added. Lab data updated. Concomitant & historical conditions , drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not perform". The patient's medical history included human papilloma virus infection, umbilical hernia repair, cesarean section, multigravida and weight gain. Previously administered products included for an unreported indication: iud from 2005 to 2013. Concurrent conditions included dyspareunia, abdominal pain lower, back pain, bloating, constipation, diarrhea, dysmenorrhea, menorrhagia, dysplasia, pollen allergy, allergy to molds, abdominal pain, vaginal odor, hair loss, blurry vision, insomnia, amenorrhea, overweight and anemia. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), ibuprofen (motrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), headache ("headaches"), rash ("rashes on my feet"), dry skin ("very dry skin everywhere else"), migraine ("migraines"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("pain in abdomen"), abdominal pain lower ("lower right quadrant pain") and hypersensitivity ("allergy sensitivity increased dramatically"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), iron and surgery (total robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, headache, dry skin and fatigue outcome was unknown, the abdominal pain and rash had resolved and the hypersensitivity, migraine, alopecia and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, migraine, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. The reporter commented: she had need for an additional surgery. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2016: final diagnosis: uterus, cervix, bilateral fallopian tubes: specimen weight = 120 grams. Final diagnosis: benign ectocervix and endocervix, negative for hpv changes or dysplasia. Inactive endometrium. Adenomatoid tumor of myometrium with positive immune peroxidase staining for calretinin. Benign bilateral fallopian tubes, each containing coiled wire consistent with essure device. Comments: each essure coil appears grossly intact. Microscopic examination of the left cornu where the essure coil is visible by gross extremal exam reveals no evidence for longstanding perforation· indicating that the defect is most likely artefactual. Ultrasound scan vagina - on (B)(6) 2015: no definite abnormalities. The 12mm unenhanced endometrial echo has a more homogeneous and hyperechoic secretory appearance than accepted for the phase of menstrual cycle in which we image. Differential possibilities would favor nonpathologic normal variants; on (B)(6) 2016: the endometrium is within normal limits for the proliferative phase of menstrual cycle. Probable left lateral subserosal fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event allergy updated to: allergy sensitivity increased dramatically. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not perform". The patient's medical history included human papilloma virus infection, umbilical hernia repair, cesarean section, cesarean section, multigravida and weight gain. * final diagnosis: uterus, cervix, bilateral fallopian tubes: specimen weight = 120 grams. Final diagnosis: benign ectocervix and endocervix, negative for hpv changes or dysplasia. Inactive endometrium adenomatoid tumor of myometrium with positive immune peroxidase staining for calretinin. Benign bilateral fallopian tubes, each containing coiled wire consistent with essure device. Comments: each essure coil appears grossly intact. Microscopic examination of the left comu where the essure coil is visible by gross extremal exam reveals no evidence for longstanding perforation· indicating that the defect is most likely artefactual. Current weight 190 lbs. Concurrent conditions included dyspareunia, abdominal pain lower, back pain, bloating, constipation, diarrhea, dysmenorrhea, menorrhagia, dysplasia, pollen allergy, allergy to molds, abdominal pain, vaginal odor, hair loss, blurry vision, insomnia, amenorrhea, overweight and anemia. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin), ibuprofen (motrin) and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes on my feet"), dry skin ("very dry skin everywhere else"), migraine ("migraines"), alopecia ("hair loss"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower right quadrant pain"), multiple allergies ("allergies") and abdominal pain ("pain in abdomen"). The patient was treated with acetylsalicylic acid;caffeine; paracetamol (excedrin migraine), iron and surgery (total robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dry skin, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower outcome was unknown, the rash and abdominal pain had resolved and the migraine, alopecia, weight increased and multiple allergies was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, multiple allergies, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: no definite abnormalities. The 12mm unenhanced endometrial echo has a more homogeneous and hyperechoic secretory appearance than accepted for the phase of menstrual cycle in which we image. Differential possibilities would favor nonpathologic normal variants.; on (B)(6) 2016: the endometrium is within normal limits for the proliferative phase of menstrual cycle. Probable left lateral subserosal fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received- lot number were added. New events rashes on my feet, very dry skin everywhere else, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, fatigue, hair loss, lower right quadrant pain, allergies, pain in abdomen were added. New reporters, patient information, medical history, treatment drug were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.